Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had low power advisory alarms. It appeared that the alarm occurred at the controller white power lead. It was recommended that the patient have their system controller exchanged.

Manufacturer narrative:
Section d6a: date of implant inadvertently included in previous report. Date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of low voltage alarms and damage to the system controller power leads were confirmed; however, the extent of the damage to the system controller power leads was unable to be determined. The system controller (serial #: (B)(6)) was not returned for analysis and a log file was submitted for review with events spanning approximately 1 day ((B)(6) 2022 per time stamp). Atypical low voltage advisory alarms were intermittently active between (B)(6) 2022 at 21:05:13 ¿ (B)(6) 2022 at 10:21:41. These alarms occurred on the white power lead while connected to battery power and cleared shortly after activating. These alarms were atypical in nature due to the alarms clearing/activating without a power source change. There were no other notable alarms active in the log file. Pump operation was not affected. Customer submitted images confirmed tape wrapped around the black and white power leads of the system controller. Multiple good faith efforts were sent to retrieve additional information including if the alarms resolved, if the patient underwent a system controller exchange, and if anything would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that there were tears in the system controller power leads that were covered in tape.